Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients battery had moved closer to the surface. The patient underwent a revision procedure wherein the battery was replaced. The patient was doing well postoperatively.